Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer advised they replaced the battery and the device is down to only 2 bars. Troubleshooting for low battery was performed. Customer was advised a new battery cap will be sent out. Customer called back when they received a new battery cap to report they received a failed battery alarm. Customer replaced the battery 3 more times and still nothing helped. Customer's blood glucose at this time was 57 mg/dl. The battery does not seem to last more than a week. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.